Event description:
Previously had his total knee done, redone by dr (B)(6) on (B)(6) 2019. Dr (B)(6) op note diagnosis is "failed left total knee arthroplasty with chronic pain and instability from aseptic loosening and poly-wear." His (B)(6) 2019 office note says that the loosening may be due to a metal allergy. Pat asymmetric model 184793, bearing tib model 183666. FDA safety report ID# (B)(4).